Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the peeling adhesive may have been caused by stress of repeated use, external factors, or handling. However, specific root cause could not be determined. The issue can be detected/prevented by following the instructions provided in: the operation manual, chapter 3 preparation and inspection, section 3.3 inspection of the endoscope, describes the methods for inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: water tightness is lost due to a pinhole on bending section cover, adhesive on bending section cover has a chip, video connector has a crack, video connector case has a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the endoeye flex deflectable videoscope had an air leak from the curved part of the tip. During the device evaluation, it was found that the adhesive around objective lens was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.